Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise over-sensing which led to pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was stable.